Event description:
It was reported that pump experienced malfunction with malfunction code 16 and no notable events occurred prior to issue. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.